Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/01/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 01/20/2016 with the following findings: a review of the pump¿s black box and alarm history showed consecutive cs054/cs052/cs012 alarms had occurred. During testing, the pump was powered on to the verify screen with audio tones and vibrations functional. The ez-prime steps were performed correctly; the pump was exercised for 24 hours with no call service alarms occurring. The pump case was removed and no intermittent conditions were found inside the pump. The complaint of a call service alarm issue was shown in the alarm history but was not duplicated during investigation.